Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds on the capture management measurements. When the patient came into the clinic, the threshold measurements were at a normal level. The rv lead remains in use. No patient complications have been reported as a result of this event.